Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that they had critical pump error on the insulin pump. The customer¿s blood glucose level was 74 mg/dl. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.